Event description:
On 08/20/2024, it was reported by a sales representative via sems-(B)(4) that an ar-3355-4031 scope has sharp metal edges around the tip. Discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 vendor evaluation confirmed the reported condition. The cause of the reported condition was due to customer misuse.